Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer fired a green stapler 30 reload with a curved-tip stapler 30 instrument and received a message stating the fire could not be continued. The stapler release kit (srk) was used to open the stapler instrument jaws and remove the stapler from the patient without tissue damage and no tissue stuck to the instrument. The procedure was reportedly completed as planned with no reported injury. The customer reported that it is unknown if fragments from this event fell inside the patient. Post-operative x-rays were performed but the results are unknown.

Manufacturer narrative:
The stapler instrument and reload have not received for failure analysis investigations.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h11. Additional information: the endowrist stapler 30 curved-tip instrument was installed on the system three times and fired one green stapler 30 reload. On install 1, the stapler failed to engage with the system. On install 2, clamping and firing of the green stapler reload were completed without error. On install 3, the first two clamps were incomplete. As the clamps were not successful, no firing was performed. The subsequent unclamp attempt was incomplete. A second unclamp was attempted. Approximately 3 minutes after the second failed unclamp attempt, the emergency stop (e-stop) button was pressed and grip release tool was detected on the instrument. The instrument was then removed and not used again in the procedure.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue involved a partial fire with an exposed blade of a stapler 30 reload. A message was received stating the stapler reload was unable to complete the fire and warned the stapler reload blade may be exposed. A backup stapler instrument was used by the surgeon to continue along the same staple line with no unexpected tissue removal. Additionally, no bleeding was observed. The surgeon possibly encountered clips, staples, or other hard material between the jaws of the stapler instrument during the event or may have fired over an existing staple line. The curved-tip stapler 30 instrument and disposable sheath were received for failure analysis investigations. The stapler instrument was found to have a fully broken grip cable at the proximal end. The segment of the cable that contains the crimp was still intact. The stapler sheath accessory was returned still attached to the curved-tip stapler 30 instrument. No damage was observed on the sheath. The green stapler 30 reload was received unused and unfired. There was no damage found to the reload. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover.

Event description:
Refer to h11 for follow-up information.